Manufacturer narrative:
The technician found the head section gas spring was making contact on the release lever, causing the gas spring to drift very slowly. The technician backed off the gas spring from the release lever to repair the stretcher.

Event description:
The account stated that the head section on this surgical stretcher was drifting down very slowly.